Manufacturer narrative:
No device deficiency was reported. Phrenic nerve damage leading to diaphragmatic paralysis is a known potential adverse event documented in product labeling. The pvi ablation procedure was performed under propofol anesthesia. This MDR is being reported later than 30 days from the time cardiofocus' distributor became aware of the event. Cardiofocus has a CAPA open to implement corrective action to prevent late MDR reporting.

Event description:
During a pulmonary vein isolation (pvi) procedure, loss of diaphragmatic capture was observed while the patient's rspv was ablated. Four days after the procedure the patient was discharged without any symptoms such as shortness of breath or coughing, but the diaphragmatic paralysis was still present. There was no prolongation of the hospitalization.